Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance, noise and short ventricular to ventricular intervals. The right atrial (ra) lead low impedance, far field r-wave (ffrw) oversensing and noise. The leads were explanted and replaced. No patient complications have been reported as a result of this event.